Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient ID: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported variation in control volume caused by flow sensor diaphragm stuck open. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the flow sensor diaphragm was not stuck open. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. If there is an increase in peep in the circuit, it will be displayed on the pressure gauge and also ventilator display. Machine is designed to alarm. Unit continues to ventilate. There was no reportable malfunction.